Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826850) was returned for evaluation. Device history record (DHR) - the product code 826851 with lot 7378376 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - no visible damage to the millar sensor, catheter material or connector. Icp express: 484, cerelink monitor acceptable; microsensor detected and zeroed without any issues. Root cause analysis - the exact root cause of the issue reported by customer could not be determined as the device worked correctly. The possible root cause of the defect could be incorrect set-up of device.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2025-00101. A facility reported a cerelink sensor (ID 826850) would not zero. The microsensor tip was held under saline as they tried to zero it before implanting. Two kits did not zero, however, the third one was successfully zeroed. They did not replace the patient extension cable, so it is unclear whether that was the issue. No patient injury was reported. There was a 30¿45-minute surgical delay due to product issue.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826850) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to incorrect set-up of device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.